Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) events were identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 00:39:14. During night drain cycle six, the patient's ultrafiltration reading was 2103ml, indicating the home patient (hp) drained 1773ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available, a supplemental report will be submitted.